Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information requested and received: did the device staple? No. What device were they using with the cartridge? Echelon flex de 45mm. On what tissue type was the device used? At what location on the tissue? Regular tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Any. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing)? Lower firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? They used a new cartridge and works well.

Event description:
It was reported that during a total nephrectomy left side procedure, the procedure started without issues, but during the firing of the stapler the staple didn't shoot over the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.